Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 400 to 600 mg/dl. The customer was also reported that, the sensor was not working. The troubleshooting was declined for high blood glucose. Customer reported that, no led light flashing on charger. The device will not be returned for analysis.